Event description:
The customer reported that the footswitch did not have cut or coag mode. No patient injury occurred. Covidien evaluation of the incident device found it to latch-on.

Manufacturer narrative:
(B)(4). Evaluation of the incident footswitch found it to stick in the on position. The cause was identified as the pedal hinge being too tight. This is an isolated assembly failure. Review of the device history records did not identify any pertinent entries.